Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the introducer needle fractured while in the body. The customer¿s blood glucose level was 152 mg/dl. Customer stated that they tried to insert a sensor but needle was broken out of the package. Customer stated that introducer needle was hard to remove. The device will be not returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.